Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 21459485.

Event description:
It was reported that the spinal cord stimulator (scs) device shocked the patient which caused terrible pain. This occurred even if the scs device was off. The patient underwent an explant procedure. All device components were explanted and the explanted ipg will be returned.

Manufacturer narrative:
The returned ipg (sc-1132 sn: (B)(6)) was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing shocking sensation which caused pain even though the device was off. The patient underwent an explant procedure. The explanted ipg will be returned.